Event description:
It was reported that a patient underwent a laparoscopically assisted vaginal hysterectomy and a laparoscopic myomectomy procedure on (B)(6) 2012. At first, the product worked normally. After that, the blade was getting dull. The surgeon changed the direction of the blade rotation and increased the speed, but then the blade stopped rotating. The remaining myoma and uterus were removed through the vagina. The surgery was completed successfully with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.